Event description:
It was reported that during an unknown procedure, after firing there was not a complete anastomosis. The surgeon had to hand suture to finish the procedure. No patient consequences were reported.